Event description:
It was reported that a user experienced recurrent nocturnal hypoglycemia around 2¿3 a.m., with glucose reaching approximately 69 mg/dl and remaining below range for about one hour, which the user treated with oral glucose sources including orange juice and glucose gummies. Symptoms included dizziness, shakiness, impaired coordination, and cognitive fog. Outcomes included non-serious, self-managed hypoglycemia without hospitalization or professional medical intervention. Investigation included complaint intake, user interview, and troubleshooting and education by support personnel. Investigation of this case revealed no device malfunction or component failure identified, and the cause of the hypoglycemia remained unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.